Event description:
The customer reported an erroneously elevated troponin I (access accutni+3) result, above the normal reference range, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. An initial result of 0.58 ng/ml was obtained but was not released out of the laboratory. Subsequent testing of the patient's sample, on the same instrument, recovered lower results of 0.11 ng/ml and 0.03 ng/ml. There was no patient consequence associated with this event. The laboratory's troponin I cutoff is 0.04 ng/ml. The patient's sample was collected in a lithium heparin plasma tube with gel and centrifuged on the automation line. The sample was analyzed from the primary tube as stat and was not stored. The sample was clear in appearance. No sample integrity issues were noted. The customer stated quality control (qc) was in range prior to and following the event. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.